Event description:
It was reported that during implant attempt the lead helix did not extend after 20 turns. It was also reported that the lead tip was manipulated outside the patient, but the helix again did not advance. After 30 turns, the lead helix extended, but could not be retracted. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix/lobe was distorted/bent. Visual analysis revealed that the lead was damaged at implant and the analyst visual comment stated that although the helix is stretched out of specification, it still extends and retracts within specification.